Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2016 with the following findings: evaluation revealed that the display screen was dim, faded and discolored. Unrelated to this issue, investigation revealed that the keypad was thinning and peeling at the base. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, faded and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/04/2016.